Event description:
It was reported that the patient experienced syncope. The pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention took place.